Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the high flow insufflator displayed alarm e03-excessive pressure when inflated-pressure sensor abnormality during set up / inspection for use (during set up in room / before patient in room).there was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: alarm sounds and front panel lights turn off and an led failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is presumed that the alarm sounded because the system detected abnormal operation of the conduit line pressure sensor mounted on the circuit board. Regarding the led failure, it is presumed the missing led was caused by a failure of the front panel. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.